Event description:
This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). It was not reported if pd therapy was ongoing. The patient experienced peritonitis. Treatment information was not reported. It was unknown if the patient was hospitalized for the event. The cause of the peritonitis was not reported. The outcome of the peritonitis was not reported.

Manufacturer narrative:
(B)(4). The exact age of the patient at the time of the event is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.